Event description:
It was reported that upon flushing, the flowing of water on one of the irrigation holes was worse than the others. During preparation of an intellanav mifi open-irrigated ablation catheter for an atrial fibrillation (af) ablation procedure, the irrigation was connected. Upon flushing, the flow of water on one of the irrigation holes was worse than the others, and the direction of the flow was "not right" (facing the "cath distal"), so the alleged device was replaced with another of same device. The cables were before connection, so there was no error code. No patient complications occurred.

Manufacturer narrative:
Section f device code corrected from defective device: 2588 to improper flow or infusion: 2954. Visual inspection revealed dried body fluid found on the handle and main body tubing. Irrigation flow volume testing revealed a metriq pump and irrigation line with di water was connected to the device. The distal end was suspended into the center of a 250ml beaker. The pump flow rate was set to 30ml/min (ablation rate) for 5 minutes. After 5 minutes, the beaker contained approximately 150ml of water, which was within spec. The reported failure was not confirmed through cis analysis. The device passed inspection and irrigation flow volume testing met spec.

Event description:
It was reported that upon flushing, the flowing of water on one of the irrigation holes was worse than the others. During preparation of an intellanav mifi open-irrigated ablation catheter for an atrial fibrillation (af) ablation procedure, the irrigation was connected. Upon flushing, the flow of water on one of the irrigation holes was worse than the others, and the direction of the flow was "not right" (facing the "cath distal"), so the alleged device was replaced with another of same device. The cables were before connection, so there was no error code. No patient complications occurred.